Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that that upon device interrogation this device was in safety mode. The device was not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A memory download was unable to be performed, as telemetry could not be established. The integrated circuit components were removed and passed all electrical testing. Although laboratory analysis confirmed the device was unable to be interrogated, the root cause for this issue could not be determined.